Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced low and elevated blood glucose (bg) levels. Specific bg values were not provided. Reportedly, the customer's vision was "fuzzy." The customer reverted to manual injections for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.